Event description:
During routine preventive maintenace by the user facility's biomedical staff, the device delivered measured volumes of 16.6ml, 16.7ml, in three seperated tests, from an expected delivery of 20ml +/-1ml (+/-5%). There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.